Event description:
Accessed this patient's medical record in cerner emr via cerner powerchart interface at (B)(6) hospital of (B)(6) on computer ip (B)(6) at 19:12:57, yet later that same evening when accessing cerner via powerchart interface at same facility from computer ip address (B)(6) at 20:29:59 cerner emr showed no evidence of my prior access to this patient's chart as evidenced by "recent" list only showing 1 patient, which was not this patient. This is most concerning as evidence of dysfunctional or non-working audit trail.